Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered two inappropriate shocks due to t-wave oversensing. On the day of implant, both primary and secondary sensing vectors passed, and primary was automatically selected. During a recent in-clinic follow-up, only alternate vector passed. It was noted the patient was chopping wood when he received the shocks. No myopotentials were observed, per the field. An x-ray was ordered, and technical services (ts) was consulted for further review and recommendations. Besides the inappropriate therapy, no other adverse patient effects were reported. This s-ICD remains in service.

Manufacturer narrative:
With all the information, boston scientific concludes the reported clinical observation of inappropriate shock is a known inherent risk associated with the use of this device, as documented in the instructions for use (IFU). A review of the device history record (DHR) was performed. The review of the DHR identified there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. The s-ICD remains implanted; therefore, product analysis could not be performed. However, the reported observation is addressed in product labeling. Therefore, well-understood factors likely contributed to the event. Review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance with labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. This s-ICD remains implanted and therefore has not been returned. As such, physical analysis has not been conducted in our laboratory. However, labeling review was conducted. This review determined the clinical observation is covered by the IFU. Therefore, it can be concluded that expected or well-understood factors most probably contributed to the event. A risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered two inappropriate shocks due to t-wave oversensing. On the day of implant, both primary and secondary sensing vectors passed, and primary was automatically selected. During a recent in-clinic follow-up, only alternate vector passed. It was noted the patient was chopping wood when he received the shocks. No myopotentials were observed, per the field. An x-ray was ordered, and technical services (ts) was consulted for further review and recommendations. Besides the inappropriate therapy, no other adverse patient effects were reported. This s-ICD remains in service. Additional information: ts reviewed available device data, noting the type of action reported (chopping wood) does not appear to impact sensing and detection since they would expect more myopotential or artifacts. This situation appears more potentially related to a spontaneous change in morphology with low r:t ratio. Per ts, looking at the data, there is a change in t-wave elevation in primary vector which can explain the fact that it was passing before and now fails. Programmer data and/or x-rays were requested for further review. To date, no additional information has been received. Should pertinent follow-up information be provided in the future, an updated report will be issued.